Event description:
During a laparoscopic cholecystectomy procedure, the surgeon fired the instrument a few times and reported that the staples didn't form correctly. The case was completed with a like device with no pt consequence.